Event description:
It was reported that the pump display was "backlit" but did not display any characters, words, or numbers, affecting the ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.